Event description:
Boston scientific received information that this lead was explanted due to twiddler's syndrome. No adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, lead fracture was confirmed via x-ray. This type of damage is consistent with repeated stress over time. In this case, we believe the stress was the result of the confirmed twiddler's syndrome. This supplemental correction report is being filed to correct the report number in a previously submitted supplemental report (follow-up number 001) which was accepted by FDA on 12/20/2018 02:29 pm CT. The report number is being corrected from: 2124215-2018-62583to: 2124215-2018-60436.